Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user experienced hypoglycemia due to inaccuracies in sensor readings.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Based on the investigation analysis, the event that was reported on (B)(6) 2022 at 1:52 pm pst (pacific standard time, user's local time) was after insertion. At 4:52 pm est (eastern standard time), the system displayed a sensor reading of 92 mg/dl. The reported fingerstick measurement of 47 mg/dl was not entered in the system as a calibration entry. Per the reported event, there was temporary mismatch between the sensor readings and fingerstick measurements. The hypo alert was not asserted as the sensor readings did not cross the low glucose alert threshold. Further analysis of the sensor diagnostic data showed the sensor was settling after insertion and this caused some transient noise in the optical channel measurements which led to some differences between the sensor readings and fingerstick measurements during the early sensor wear. Once the sensor settled, the system displayed better agreement between the sensor readings and the fingerstick measurements. User didn't provide if he was symptomatic or if he solved the event by himself, but didn't require medical treatment or hospitalization. User was advised to let the hcp know of these kind of events. No further resolution was found necessary for this complaint. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.